Event description:
Boston scientific received information that this product was part of a device explant due to a patient infection. The lead remains in service with the newly implanted device. There was no report of adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
Additional information received indicated this lead was later extracted due to another patient infection. A right sided system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated this patient had another device infection. A revision procedure took place and this lead was surgically abandoned. There was no report of adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.